Event description:
The ge oec 9800 fluoroscopy system had a lock-up and reported issues with the cine functions.

Manufacturer narrative:
A ge oec service representative investigated and found that the hard drive may be corrupt. The hard drive was removed and replaced, and the software was reloaded. The cine drive was tested and functioning normally. The system was tested and found to be operating as intended and was returned to the customer for use. The patient identified did not have any injury as a result of this issue.